Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated that the device was explanted. The device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. The clinical observation was not able to be confirmed.

Event description:
Boston scientific received information that this pulse generator (pg) declared a battery status of elective replacement indicator (eri) after experiencing two extended charge times outside of the extended charge time limit for the device. The device is a part of the mid-life display of replacement indicators advisory. The device remains in service at this time. There were no adverse patient effects reported.